Event description:
Global pharmacovigilence followed up on an unrelated alarm for this patient and this was received from the pd nurse. The nurse reported the following that on (B)(6) 2011, the patient underwent a right femoropopliteal bypass due to poor circulation in leg. On an unreported date, the patient experienced wounds from the right femoropopliteal bypass that did not heal. At the time of this report, the patient was recovering from the wounds from the right femoropopliteal bypass. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was touch contamination. The nurse thought the wounds from the right femoropopliteal bypass that did not heal could have been a cause of the contamination, however, the nurse could not confirm. On (B)(6) 2011, the patient's pd catheter was pulled. Prior to culture results, the patient was treated with IV vancomycin and IV tobramycin. After the culture results were revealed, the patient was treated with ciprofloxacin, po, 250 mg every 12 hours. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. On an unspecified date in (B)(6) 2011, the patient began hemodialysis. On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse for additional information on this event. The nurse reported that the patient was diagnosed on (B)(6) 2011 with peritonitis and admitted to the hospital the same day. The patient was treated with antibiotics and had the peritoneal dialysis catheter removed. The patient was discharged on (B)(6) 2011. The nurse reported that the patient is recovering and is currently on hemodialysis. The nurse states that the cause of the peritonitis was a break in aseptic technique. The nurse believes that it was a result of the patient's poor eyesight and not related to baxter products or the therapy. The patient has been retrained.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. A root cause was not identified. No issues detected during the manufacturing of potential lot gd889123. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.